Manufacturer narrative:
Based on the claim against the product by the customer noting the permanent cautery hook instrument had a loose component, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged ceramic with no material missing. Failure analysis found the primary failure of a dislodged ceramic sleeve to be related to the customer reported complaint. The common cause of the dislodged ceramic sleeve is attributed to manufacturing. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have thermal sleeve damage. The root cause of this failure is attributed to device design. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument passed an electrical continuity test. No damage was found on the instrument conductor wire. The common cause of the monopolar yaw pulley thermal damage is typically attributed to mishandling/misuse. The probable cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. Additionally, the instrument was found to have thermal damage on the conductor cap. The root cause of this failure is attributed to mishandling/misuse. The complaint regarding a loose component was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the procedure log resulted in no additional information. In addition, the permanent cautery hook instrument information cannot be verified through the system log review at this time as it was not registered on the system. Images of the permanent cautery hook instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: no visible damage was identified. The root cause of the failure mode cannot be confirmed without the returned device. The probable root cause of the thermal damage to the ceramic sleeve is primarily attributed to device design, as insufficient silicone potting on the ceramic sleeve allows a possible arc path during air firing. Clinical use of monopolar energy can result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: the instrument was found to have thermal damage on the sleeve, monopolar yaw pulley, and conductor cap. Although there was no allegation of arcing observed during a procedure, the failure analysis findings could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the permanent cautery hook instrument had a loose component. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but images of the instrument were provided.